Event description:
It was reported to boston scientific corporation that an endovive safety peg kits push method was used in a percutaneous endoscopic gastrostomy (peg) placement procedure. According to the complaint, during the procedure the wire would not pass through the tube. The procedure was completed with another endovive peg kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine." This is the first of two devices reported to malfunction during this event. Refer to manufacturer report # 3005099803-2008-06728 for details regarding the second device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complaint, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.